Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter has a power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. The power issue began on the last week of (B)(6) 2014. Reportedly, the patient took his usual oral medication and consumed less food/drink after the power issue began. On (B)(6) 2014, the patient claimed he exhibited symptom of ¿fast heartbeat.¿ there was no report of any required hcp medical intervention at the time of concern. During troubleshooting, the patient indicated the subject meter powered on with the power button. It was determined the patient did not have the correct test strip to power the meter on. This complaint is being reported due to possible use error and because the patient had symptom suggestive of hypoglycemia while she managed her diabetes with the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.